Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer miscalculated a bolus by entering more carbohydrates than consumed while programming and delivering a bolus. The customer's blood glucose (bg) level was 89 mg/dl at the time of the report. The customer initiated a temporary basal rate and consumed carbohydrates.